Event description:
Per the clinic, the patient experienced an infection at the incision site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient has been treated with oral antibiotics. The implanted device remains.